Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.30v and had declared end of life (eol) battery status. The patient had received 4 shocks, one had a charge time of 41 seconds. Technical services recommended replacing the device, as it would be difficult to say for certain how much battery would be left considering the patient's therapy needs.

Manufacturer narrative:
The device was explanted the following day due to normal battery depletion and was replaced with another boston scientific ICD. The device was received one year post explant, and was in storage mode due to the low battery voltage. Technicians programmed the device out of storage mode to verify therapy availability on the bench. The device was programmed to 5 joules and the device was able to charge and deliver a 5 j shock. Pacing, sensing, and shocking functions were verified per bench top testing. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.